Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The device had central tearing allowing recurrence. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of an umbilical hernia. A bard/davol ventralex was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the failed mesh. Upon inspection the physician noted "prior mesh which seemed to have central tearing allowing recurrence." The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.